Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) alarmed iabp may required maintenance and had a clogged vacuum inlet filter. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that upon inspection, it was found that the "vacuum inlet filter" was clogged with a large amount of dust and safety disk, tidal disk, two 1/8 npt and 100 micron muffler (pressure filter) are worn out and need replacement. Repair is pending.